Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot#: va0clpm, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va0bnas, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: 24-sep-2017, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-jun-2018, UDI#: (B)(4). Product ID: 3487a-56, serial/lot #: (B)(4), ubd: 21-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was getting the same stimulation they were getting before, however, he stopped feeling it the same several months ago. An impedance test was run. Tested impedances and contacts 4, 6, 8,9,10,11 were over 10000. The manufacturer's representative tested the contacts to see if they were producing any stim. Patient did not experience any sensation even with voltage turned up to 10.5. Contacts 4 and 6 belong to one of the quad leads and contacts 8-11 belong to 977a260. The rep talked to the physician and let him know. He will meet with patient next thursday to discuss options. I was not informed of what those options will be. No further complications were reported/anticipated.